Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that all pockets in half height drawer 2.1 had failed. A field service engineer (fse) removed the drawer, inspected and reseated all cables, and rebooted the system. After the reboot, all pockets were restored and the drawer was tested successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer maintenance required and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.